Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4.1 and 4.2 were not being detected on the bus due to liquid ingress inside of drawers 4.1, 4.2, 5 and 6. Those drawers were then considered as contaminated with a potentially hazardous material and required to be replaced. A field service engineer confirmed that the drawers 5 and 6 were still functioning, and liquid was cleaned from the circuit boards on the row boards. The fse then replaced main drawers 4.1, 4.2, 5, and 6, after which the new drawers operated correctly. The customer logged in and confirmed that everything was working as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 and 4.2 were not detected on bus. Customer stated that machine was rebooted twice, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.